Manufacturer narrative:
Reference ID: (B)(4). The radiography 7000 m is a motorized mobile x-ray system designed for diagnostic imaging of both adult and pediatric patients who cannot be transferred to a stationary x-ray system. It supports imaging of various body parts, including the skull, chest, spine, shoulders, pelvis, extremities, and abdomen, in multiple positions such as sitting, standing, and lying (prone or supine). The system utilizes integrated wireless flat panel detectors (large and small sizes) for digital imaging in mobile settings and offers a backup option with cr or traditional film cassettes. Note: it is not suitable for mammography applications. Philips received a complaint on radiography 7000 m indicating that the heavy mechanical shock was recorded on the detector. The device was not in clinical use and there was no harm to patient or user. The filed service engineer (fse) performed analysis and concluded that the detector had been dropped. Mechanical shocks were recorded in the detector's shock log. Calibration was performed to the detector, and both the system and detector were found to be functioning properly. System returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the heavy mechanical shock was recorded on the detector. The device was not in clinical use and there was no harm to patient or user. Additional information received that the detector was dropped.